Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella ld device after being supported on an impella cp for mechanical circulatory support. It was reported while the patient was on impella ld support, the patient experienced a fungal infection in their blood and was given medication to treat the fungal infection. It was also reported the patient was positive for heparin induced thrombocytopenia so heparin was withheld and the patient was given argatroban systemically. The patient remained on impella support and was successfully weaned.